Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The proximal and distal con ductors of the lead became extrinsically fractured due to a cut. It was visual noted that there was apparent explant damage. (B)(4).